Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) remoted into the unit and observed no faults. Multiple users accessed the device without any unexpected reboots and confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station repeatedly powered off between cases. The customer reported that the pyxis unit intermittently rebooted on its own, with the issue occurring while medications were being pulled. Nursing staff attempted to reboot the unit and power cycle it by unplugging and reconnecting the power cord; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.